Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (mca) using penumbra smart coils (smart coils) on (B)(6) 2017. During the procedure, there was clot formation. The physician, therefore, performed remedial therapy to treat the clot formation. As of 28-nov-2018, this event is considered resolved. This event was adjudicated to be an adverse event with a probable relationship to the smart coil system and an unrelated relationship to the procedure.